Manufacturer narrative:
IFU reads: carefully tighten the loop around lower part of uterine body (above cervix). Remove the uterine manipulator before activating the lina loop. Start amputating the uterine body by pressing "cut" on the foot pedal. After 1-3 seconds slowly pull the handle, until the electrode (loop) has cut the uterine body and is retracted inside the tube. Stop pressing the foot pedal. Without electrical cut/coag current, the resistance met during the 1-3 seconds while slowly pulling the handle of the device would be expected to signal the operator to identify that the electrode was inactive and stop the amputation. Eval summary: ref. Number: (B)(4), batch number: 09431. Product investigation: the product was visually, mechanically and electrically tested. Test: the loop was connected to the generator (B)(4), the parameter was 120w. Cutting function was started with foot switch, after that the connection between plug and the tip of loop was checked with digital multimeter. Results: there was no electricity/power at the tip of loop while cutting function was started. The digital multimeter also showed that there was no connection between plug and the tip of loop. Root cause of malfunction: wire inside the handle was broken. The classification of defect was determined to be caused during production. It is possible the wire inside the handle was stretched after soldering and during closing the handle, the wire could have been broken. This was the first time a broken wire has been found in the handle of the device.

Event description:
Loop failed due to no current passing thru loop. Wire tore into tissue and caused bleeding. Gyrus spatula and then endostitching of cervical stump had to be done.